Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl, nausea and vomiting. The dates were (B)(6) of 2013. The caller stated that the cannula was bent on both occasions. Troubleshooting was not possible as the caller did not have the insulin pump with her. However, she stated that the customer has been using a different infusion set, and has not had any problems. Nothing further was reported.